Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, with blood glucose around 250 mg/dl and continued upward trend after a meal announcement made approximately two hours prior to the call. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user-guided troubleshooting over the phone. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no specific device or component malfunction was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.